Manufacturer narrative:
Per -2975 final report the device has not been returned to corin. Thus, the investigation is based on the x-rays provided. The relevant device manufacturing record has been identified and reviewed. It was found that the insert was manufactured in dec 2013 and conformed to material and dimensional specifications at the time of manufacture. History of the patient: · first surgery on (B)(6) 2014 · revision surgery done on (B)(6)2019 the results of the investigation that corin carried out: looking at the post-operative x-rays, the patellar implant seems well implanted in the bone. On the control radio, it is impossible to see if there has been a break or cracking of one or more pegs. We didn't receive the broken patellar implant to do more control. Conclusion: consequently, the root cause is unknown. However, should additional information be provided then this case may be re-opened for further investigation. Please note: this report is filled with the FDA due to an adverse event experienced with a device that similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of the report does not consitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Hls kneetec revision after approximatively 5 years and 4 months due to a breakage of the patella at the level of the 3 pins

Manufacturer narrative:
The x-rays post operative of the first surgery and the operative notes have been received. X-rays pre-revision and device manufacturing record have been requested. The device explanted is not available. Information will then be provided in a supplemental report upon completion of the investigation. Please note: this report is filled with the FDA due to an adverse event experienced with a device that similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of the report does not consitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Hls kneetec revision after approximatively 5 years and 4 months due to a breakage of the patella at the level of the 3 pins.